Manufacturer narrative:
The pt's weight is unknown at the time of report. Camera communication cables were replaced for issue resolution. The cable connecting the system control unit to the position sensor unit had been cut on the jacket, about 74 inches from the right angle lemo connector. The shield wire was exposed, but no other internal wires were damaged. The cable passed a continuity test with no opens or shorts detected.

Event description:
A medtronic rep reported during a tumor resection, the navigation software displayed, "localizer not connected" message prior to registration and also during navigation. The system was rebooted and the case proceeded as planned with minimal delay. There was no impact to the pt.